Event description:
The surgeon reported that an exeter stem snapped at the trunnion and had to be revised. The pt reportedly stepped out of the shower cubicle when his leg gave away, up to then minimal symptoms. The pt is (B)(6) and his level of activity is walking no more than 50 yards at a time. He is self caring. The stem has been in for 5 years.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.